Manufacturer narrative:
Correction field: g2: report source: company representative additional information: the device has been explanted.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. No adverse patient effects were reported. The device has been explanted.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. No adverse patient effects were reported.